Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the nurse advanced the smart coil too fast through a benchmark 6f 071 delivery catheter (benchmark dc) and inadvertently kinked the smart coil pusher assembly. Therefore, the smart coil was removed and the procedure was completed using an additional smart coil and the same benchmark dc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note correction and the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.